Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced a bike accident and died at home the following day. What is known at this time is that the defibrillator system was not checked while the patient was in the hospital. Evaluation of therapy history (after the patient died) revealed one successful shock and numerous therapy attempts occured the day the patient died. Interrogation of the device revealed a fault code (indicating a possible output problem) was recorded during many of the therapy attempts. The exact cause and time of death is not known. Investigation into the details of this incident is on-going.